Event description:
It was reported that this pacemaker would flop over upon side lying position and felt this device pushed back down. As of this time, this pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker would flop over upon side lying position and felt this device pushed back down. As of this time, this pacemaker remains in service. No adverse patient effects were reported. Additional information indicated that there were no allegations against the device. The pacemaker was not sutured down properly.